Event description:
Event as reported by the user: "during accuracy testing at biomed pump attached with 1000ml sterile water solution hanged in an IV pole, not on a lockbox; vtbi set: 75ml; after 2 hrs and 24 mins pump alarmed for complete fusion; fluid measured in the cylinder was 99ml; no pt involvement". At the time of the initial complaint the firm did not have sufficient info on the clinical relevance of the biomed test methods to conclude if there is a potential for pt harm. More information became available based on the addt'l complaints rec'd and the investigation of the condition that led to the conclusion that the potential for pt harm exists, therefore, reportability decision was re-assessed and the firm believes these complaints are reportable.

Manufacturer narrative:
(B)(4). Q core med ltd is submitting the report on behalf of hospira.